Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(4) 2013 patient's wife reported the patient has had elevated blood glucose levels for the last 2 days. Wife stated his blood glucose level got as high as 400 mg/dl and his eyes were hurting. Patient's target blood glucose range is 100-120 mg/dl. Wife reported the patient attempted to bolus to bring his blood glucose level down and never required outside assistance. Patient has only been on the infusion device for 5 days and is new to pump therapy. Wife stated the patient has minimal scar tissue and has tried different locations. Patient has no backup pump available. On (B)(6) 2013 patient's wife reported the patient's blood glucose has never return to normal so he stopped pump therapy and began injection therapy again. Wife stated the doctor has already adjusted the patient's basal rate so they are set correctly. Patient feels the infusion device is under delivering. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, adapter, cartridge, and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.